Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving therapy via an implantable pump for non-malignant pain. It was reported that the pump was "not working correctly" and "it doesn't work and the patient doesn't have a controller to turn it off." It was noted that the doctor was able to push saline through it.